Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during patient procedures their hexavue custom room rack was "shutting down" intermittently. The procedures were completed successfully following a short delay. No report of injury.